Event description:
The following publishment was reviewed: title: a case of rtad after two debranching tevar treatment repaired with gore® viabahn® endoprosthesis with heparin bioactive surface. Source: journal of japanese society for vascular surgery, 2020: 29(suppl.) P.p1-5 noriaki kuwada, et al. On (B)(6) 2019, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis with 2 debranch bypass. On (B)(6) 2019, the patient experienced chest discomfort. On (B)(6) 2019, hypotension in the upper limbs were observed, and CT showed a retrograde type a aortic dissection (rtad). The false lumen of dissection in the ascending aorta was occluded by a thrombus. An entry was observed at the partial uncovered stent of the endoprosthesis on the greater curvature side, and dissection of the brachiocephalic artery and true lumen stenosis were observed, so a stent graft was implanted for repair. On (B)(6) 2019, CT showed a proximal type I endoleak of the vsx, but it disappeared later. Headache and other symptoms disappeared, thrombus formation of false lumen and true lumen enlargement was observed, and improvement of rtad were obtained. The patient is being monitored. Reportedly, the preoperative ascending diameter was 47.3 mm, and the risk of rtad was high to begin with.

Manufacturer narrative:
A case of rtad after two debranching tevar treatment repaired with gore® viabahn® endoprosthesis with heparin bioactive surface. Source: journal of japanese society for vascular surgery, 2020: 29(suppl.) P.p1-5 noriaki kuwada, et al. Corrected b1: adverse event.